Event description:
The complaint received states that during use the presidio 10 cerecyte microcoil 5 mm x 17 cm (pc410051730 / c12442 ) failed to detach. ¿the coil was not detached after trying several times¿. There was no report of injury for the patient. There was no kink/bent or resistance/friction at any time prior to the reported event either with the complaint device or the microcatheter. An s-10 was used for the microcatheter. When the device was removed from the patient no damages were noted. An adequate flush was maintained throughout the procedure. A presidio 5 x 17 was successfully used through the microcatheter before the reported event. After the reported event other unknown coils were successfully delivered through the microcatheter. Only the complaint device was removed and there was no loss of target site with manipulations of the complaint device. There is no target and/or patient information available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
The complaint received states that during use the presidio 10 cerecyte microcoil 5 mm x 17 cm (pc410051730 / c12442 ) failed to detach. ¿the coil was not detached after trying several times¿. There was no kink/bent or resistance/friction at any time prior to the reported event either with the complaint device or the microcatheter. An s-10 was used for the microcatheter. When the device was removed from the patient no damages were noted. An adequate flush was maintained throughout the procedure. A presidio 5 x 17 was successfully used through the microcatheter before the reported event. After the reported event other unknown coils were successfully delivered through the microcatheter. Only the complaint device was removed and there was no loss of target site with manipulations of the complaint device. There is no target and/or patient information available. There was no report of injury for the patient. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. The most likely contributing factor to the coils inability to be detached inside the aneurysm was due to wiring and/or solder connection damage. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically inspected prior to final packaging. In addition, without the identification or the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. It is unreported in the event description if a pre-deployment electrical check was performed. If a pre-deployment electrical check was not performed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint was confirmed on analysis; however, the root cause could not be determined. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the limited information does not suggest what other factors may have contributed to the confirmed event. Sr 1-1118628562

Manufacturer narrative:
The complaint received states that during use the presidio 10 cerecyte microcoil 5 mm x 17 cm (pc410051730 / c12442 ) failed to detach. ¿the coil was not detached after trying several times¿. There was no kink/bent or resistance/friction at any time prior to the reported event either with the complaint device or the microcatheter. An s-10 was used for the microcatheter. When the device was removed from the patient no damages were noted. An adequate flush was maintained throughout the procedure. A presidio 5 x 17 was successfully used through the microcatheter before the reported event. After the reported event other unknown coils were successfully delivered through the microcatheter. Only the complaint device was removed and there was no loss of target site with manipulations of the complaint device. There is no target and/or patient information available. There was no report of injury for the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.